Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump was not infusing properly. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal was intact. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause was unknown. No repair needed; perform a full annual standard preventative maintenance.